Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricular oversensing was observed due to post-paced t-wave oversensing. Technical support was contacted and suggested reprogramming the device to resolve the issue. Further information was requested but not yet available. The patient was in stable condition.

Event description:
Additional information received indicated the device will be reprogrammed to resolve the issue at the patients follow-up.